Manufacturer narrative:
Unit received with blank display due to severe corrosion on all electronic assemblies. Unable to perform displacement test, rewind, sleep current measurement, active current measurement and selftest due to blank display. Unit received with corroded force sensor assembly and corroded motor home switch. Unit received with cracked case next to belt clip rail corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that he insulin pump was not working anymore. The blood glucose value was 9.6 mmol/l. Customer also stated that the insulin pump was exposed to moisture. The insulin pump will return for the analysis.